Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01283. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2009 and mesh was implanted. She experienced pain, dyspareunia, dysuria, recurrent prolapse, erosion of her internal bodily tissue, and had revision surgery on (B)(6) 2010, during which the cervical stump and mesh were removed. On (B)(6) 2010 she had another surgery to insert a bladder neck subfascial sling, repeat sacrocolpopexy and surgisis was implanted. It was reported that the patient has undergone other surgeries and revisionary procedures. No additional information was provided.